Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: there were multiple, ¿replace battery¿ alarms observed in the black box. The battery compartment was found to be cracked from the bumper pad towards the case seal. There was also corrosion observed in battery compartment. A leak test revealed that the battery compartment was leaking. The threads on the battery cap were also found to be stripped. The battery cap was unable to establish an electrical connection with the pump, therefore the pump was unable to power on. A test cap was used for testing purposes. No power issues were found with the pump using the test cap. The pump was exercised for 24 hours with the test cap with no further power issues or alarms occurred. The pump¿s electrical current draws were tested and found to meet specifications. The pump was opened and there was no further evidence of moisture. Unrelated to the complaint, the text on the display screen was found to be dim having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.